Manufacturer narrative:
The suspect motion battery charger, pfc board and battery charger have been received by the manufacturer for evaluation the suspect motion battery charger was tested and motor battery charger filed bench and functional tests. Visual inspection confirm leaking capacitors. Two leds on the test fixture failed. A output also failed. The pfc board failed visual inspections. Power resistor is electrically over stressed. Unable to perform bench test. The leds on fixture and pcba lit. Functional and bench test failed. Charger d output failed. Measure dc voltage was high. All other dc voltages were high and passed test output voltage.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the imaging system would not power on. It was reported that the power control board and motor battery charger were replaced on the imaging system. The representative noted that voltage varied coming from battery charger 2, but replacement of the component was not confirmed by the representative. The imaging system then passed the system checkout and was found to be fully functional. The suspect motor battery charger and power control board have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a deep brain stimulation (dbs) electrode and probe placement procedure. It was reported that smoke emitted from the imaging system near the batteries. The gantry door of the imaging system was opened, the system was moved out of the surgical field and shut down. The imaging system was then disconnected from the viewing station of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. The surgeon opted to complete the procedure without the use of the imaging system. No additional information was provided.